Event description:
Caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who walked them through a pump reset, but the error persisted. Consequently, the pump was set to be replaced under warranty, and customer agreed to switch to multiple daily injections as a backup therapy. Technical support confirmed shipping details and instructed the customer on how to store and return the problematic pump using a pre-paid label within 10 days.